Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ and enlarged atrium. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was prepared per the instructions for use (IFU) and introduced into the right atrium. However, the clip was unable to open. Troubleshooting was performed, and the clip was able to open. The clip was then positioned on the tricuspid valve. While attempting to deploy the clip, after pulling out around 150cm of the lock line, the lock line was unable to be completely removed. The clip had to be deployed with the lock line still attached, and after the second final arm angle (efaa), the clip opened from roughly 10 degrees to 60 degrees. Therefore, the clip delivery (cds) was removed slowly with the lock line still attached. While outside the patient, a knot in the lock line was exposed, and cut. The rest of the lock line was successfully removed from the clip. To stabilize the clips, an additional clip was implanted, reducing tr a to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported mechanical jam (unable to remove lock line) and lock line knot. The reported difficult to open or close-clip open inability - anatomy during procedure could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. The reported unintended movement-clip open ¿ efaa could not be replicated in a testing environment due to the device returned condition (clip was not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mechanical jam (unable to remove lock line) is related to the lock line knot. A cause for the knot could not be conclusively determined. Causes for the reported difficulty opening the clip in anatomy and the clip opening during establish final arm angle (efaa) could not be conclusively determined. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4+ and enlarged atrium. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was prepared per the instructions for use (IFU) and introduced into the right atrium. However, the clip was unable to open. Troubleshooting was performed, and the clip was able to open. The clip was then positioned on the tricuspid valve. While attempting to deploy the clip, after pulling out around 150cm of the lock line, the lock line was unable to be completely removed. The clip had to be deployed with the lock line still attached, and after the second final arm angle (efaa), the clip opened from roughly 10 degrees to 60 degrees. Therefore, the clip delivery (cds) was removed slowly with the lock line still attached. While outside the patient, a knot in the lock line was exposed, and cut. The rest of the lock line was successfully removed from the clip. To stabilize the clips, an additional clip was implanted, reducing tr a to a grade of 2+. There was no clinically significant delay in the procedure.